Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 92.0 cm. The s-curve evaluation could not be performed due to the condition it was received. The s-curve shape could not be retained after implantation. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. The left ventricular lead was observed under fluoroscope and found to be pulled back to the coronary sinus ostium. On (B)(6) 2020, the lead was successfully explanted and replaced. During the procedure, it was noted that all the wires, leads, and catheters pulled back when the patient snored. The physician suspected that this was likely the cause of the dislodgement. However, it was reported that the other leads did not exhibit any issues and were unaddressed during the procedure. There were no adverse consequences to the patient before, during, and following the procedure.